Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/02/2014 with the following findings: during investigation, the black box was reviewed and showed that the last basal delivery was on 03/29/2014 and the last bolus was a 1.50u bolus on 03/29/2014. The total daily doses calculated correctly and reflected the user¿s programmed basal rate. No warnings or alarms related to the complaint were observed in the pump history. During testing, the pump passed a delivery accuracy test successfully and was found to be delivering properly. The inaccurate delivery issue was not able to be duplicated during investigation. There was no defect found.